Event description:
Approximately two days post index procedure, the patient experienced a neurological event and was diagnosed with an embolic stroke. The patient remained with behavioral and reflex changes. Approximately ten days post index procedure, the patient expired. The cause of death was noted to be neurologic. It was noted that the event was unrelated to the device as the stroke was on the right side of the brain. All evidence supports the neurological event occurred on the non-operative side of the patient's brain. The patient was enrolled in the (B)(4) study with a 96% lesion in the ostium of the left internal carotid artery. Addendum (11/16/2011): upon further review of all chart material related to this subject, the cause of death is noted as mi, which is consistent with death summary in the patient's chart. Addendum (03/06/2012): on (B)(6) 2010, a CT scan revealed interval declaration of bilateral hemispheric infarcts and punctate cerebellar infarcts since recent CT scan of (B)(6) 2010. The report further noted: the left sided infarcts are not suggested on subsequent MRI performed on (B)(6) 2010. In addition, the areas of right hemispheric restriction seen on the MRI were much less extensive than the current infarct. It is likely that large ischemic penumbra existed within both hemispheres at the time of the MRI, as neurologic symptoms were profound at that time as well. These had obviously progressed to frank infarct. As the embolic event is now reported to involve both hemispheres, the previously coded non-ipsilateral (right sided) "embolic stroke" will be changed from a non-complaint to a reportable event. It was also noted that the myocardial infarction occurred while still in the hospital. As such, the previously coded mi will be changed from a non-complaint to a reportable event.

Manufacturer narrative:
The (B)(6) female patient with a medical history including: hyperlipidemia, diabetes mellitus and hypertension received a precise stent in the ostium of the left internal carotid artery. Approximately two days post index procedure, the patient experienced a neurological event and was diagnosed with an embolic stroke. The patient remained with behavioral and reflex changes. Approximately ten days post index procedure, the patient expired. The cause of death was noted to be neurologic. It was noted that the event was unrelated to the device as the stroke was on the right side of the brain. All evidence supports the neurological event occurred on the non-operative side of the patient's brain. On (B)(6) 2010, a CT scan revealed interval declaration of bilateral hemispheric infarcts and punctate cerebellar infarcts since recent CT scan of (B)(6) 2010. The report further noted: the left sided infarcts are not suggested on subsequent MRI performed on (B)(6) 2010. In addition, the areas of right hemispheric restriction seen on the MRI were much less extensive than the current infarct. It is likely that large ischemic penumbra existed within both hemispheres at the time of the MRI, as neurologic symptoms were profound at that time as well. These had obviously progressed to frank infarct. As the embolic event is now reported to involve both hemispheres, the previously coded non-ipsilateral (right sided) "embolic stroke" will be changed from a non-complaint to a reportable event. It was also noted that the myocardial infarction occurred while the patient was still in the hospital. As such, the previously coded mi will be changed from a non-complaint to a reportable event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.